Event description:
Caller reported a sensing device error. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who guided them through a pump reset process, resolving the issue successfully without further error messages during the sensor session.